Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported that the customer was currently hospitalized due to diabetic ketoacidosis. The caller reported that paramedics were called in response to a blood glucose level of 700 mg/dl. The caller stated that the customer was disoriented and confused. It was unknown whether or not the customer was wearing the insulin pump at the time of admission. The insulin pump was not replaced or returned for analysis.